Event description:
It was reported by the user site that prior to an eviva biopsy device patient procedure on (B)(6) 2026, "product tested and fired fine at setup. In biopsy mode needle was primed and ready to fire. Spontaneously fired prematurely by itself." Additional information was obtained from the user site in which it was confirmed that "there was no harm done to the patient. The needle fired spontaneously before it was placed onto the affirm biopsy system." It was further reported that the patient's procedure was successfully completed the same day with a device from a different lot number. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.